Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed stated the device was sent down with a note of alarm 14 for temperature probe not registering. The biomed was asked to locate the service kit. The simulation key read the temperature correctly. The biomed was offered a check of the event log for other potential alerts or alarms, but she declined.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to an "insufficient seal". The lot number is unknown; therefore, the device history record could not be reviewed. As the product catalog number and lot number are unknown, a labeling review cannot be completed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the device was sent down with a note of alarm 14 for temperature probe not registering. The biomed was asked to locate the service kit. The simulation key read the temperature correctly. The biomed was offered a check of the event log for other potential alerts or alarms, but she declined.